Event description:
This medwatch report was initiated upon the receipt and review of the device evaluation and investigation report, at which time it was determined that the reported malfunction is a reportable event. The complainant reported that a vaxcel PICC that had been therapeutically placed in a male patient (age unknown) in 2006, was leaking from the hub. The device was removed without issue and a different device was implanted. The complainant indicated that there was no adverse affect on the patient condition as a result of the reported malfunction. The evaluation of the returned device identified a hole under the distal edge of the over molded suture wing.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was performed. The device history records for the last three lots shipped to the customer, in the six months prior to the procedure date have been reviewed. The device history records appear normal and no quality related issue or manufacturing related deficiencies were noted. A 0.005" hole was observed just distal to the dual lumen PICC catheter. This hole was located right at the suture wing/catheter junction. This hole was located along the molding parting line where the two sides of the mold halves clamp together. The cause of failure for the returned dl PICC could not be confirmed. The failure is consistent, although unconfirmed, with "mold pinch" due to the location of the hole on the parting line. The catheter tubing may be pinched due to the two mold halves closing onto the tubing during the injection molding cycle. The manufacturing operation procedure prescribes a visual inspection and 100% leak test to verify the proper assembly of the catheter assemblies. Qa procedure prescribes a visual inspection to verify the proper assembly of the catheter, a guidewire test to verify lumen patency and a sprint test to verify there is no leakage within the assembly.